Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 512 mg/dl. The customer treated with bolus with insulin pump and manual injections. Customer's blood glucose value was 294 mg/dl at the time of the call. Customer reported that the high blood glucose levels began (B)(6) 2017. The customer stated the basal is working however, the bolus is not working. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The date and time is not correct, assisted the customer with correcting the date and time. The customer declined to perform the high-pressure test, requested a replacement insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, current test basic occlusion, occlusion, prime and excessive no delivery test. Pump was programmed the date/time and with multiple bolus wizard deliveries and monitored. All bolus delivered completely with their indicated amount and were properly recorded in the bolus history screen with the correct time and date setting noted. No time/clock anomaly noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.